Event description:
Customer returned the device for evaluation and repair of the issue found in the device when inserting brush and forceps. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the brush and forceps cannot be inserted due to foreign material found in the instrument channel. Foreign material was also found in the groove at the forceps elevator at the distal end. The forceps elevator coil (k-pipe) also had foreign material. This medwatch is being submitted for the reportable issue of foreign material found in the device during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that it was observed that the brush and forceps cannot be inserted due to foreign material found in the instrument channel. The foreign material cannot be removed even if correct reprocessing method is used. Foreign material was also found in the groove at the forceps elevator at the distal end. The forceps elevator coil (k-pipe) also had foreign material. This is likely due to insufficient cleaning. The foreign material affected the movement of the forceps. Other observations for the device are: angle play and insufficient angles; distal end rubber coating (a-rubber) has scratch; and a-rubber adhesive is chipped and cloudy. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Foreign materials were found on aug 25, 2022. The number of foreign materials found and what the foreign materials were is not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.